Event description:
A device used for clot removal during a stroke case broke off in the patient's vessel. The device was retrieved and there was no adverse issue to the patient due to the breakage. The device is the 3d revascularization device made by (B)(4). The lot # is c00644. (B)(4).